Event description:
Had hernia mesh and transvaginal mesh for pop surgery. Was healthy, active athletic woman with no health issues at the time of surgery. Had surgery at (B)(6). Have been chronically ill since. Non stop upper uti's - kidney infections. Constant pain on left side, for years. Antibiotics non stop that caused c-diff, at which I was so ill, my potassium was so low my heart almost stopped. Gained (B)(6). Quality of life went from an active person, to a chronically ill, fatigued, in pain. Doctors want to give you antibiotics and pain pills. No one seems to be informed of the complications of the mesh. I have almost died 3 times since surgery, kidney infections and c-diff. The list is long for the side effects, pain, constant uti's, migraines, brain fog, fatigue, weight gain.